Event description:
The manufacturer received information alleging a trilogy o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 ventilator was returned and evaluated by a manufacturer's service technician, and the ventilator service required alarm was confirmed to be from an oxygen blending module failure error code relating to a non-reportable o2 sensor replacement. The service technician states that an oxygen blender printed circuit assembly (pca) requires replacement in order to resolve the error code. Additionally, the ventilator failed a reportable repair test step relating to a zero flow verification. The service technician states that the sensor pca requires replacement in order to resolve the failed test step. The unit was returned unrepaired at the customer's request. No further investigation is required.